Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. It is unknown if patient followed post-operative activity restrictions. Labeling review: contraindications "contraindications include but are not limited to: infection, local to the operative site. Signs of local inflammation. Patients with known sensitivity to the materials implanted. Patients who are unwilling to restrict activities or follow medical advice. Patients with inadequate bone stock or quality..." Potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening or implant components(s)..." No product return.

Event description:
On (B)(6) 2018, a patient underwent a posterior spinal fusion at the th5-iliac levels. On (B)(6) 2019, a lock screw back out was identified. Patient underwent a revision procedure on (B)(6) 2019, where the set screw was replaced with no reported issues. Not patient injury reported.